Manufacturer narrative:
The customer reported that they were not able to acquire pads ECG. The involved patient died, but the customer indicated that the device was not a factor in the patient outcome. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported that they were not able to acquire pads ECG. The involved patient died, but the customer indicated that the device was not a factor in the patient outcome.